Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer reported customer dropped insulin pump and reservoir compartment is damaged and uses tape to hold the reservoir down. The customer had no symptoms. The customer treated the high blood glucose level with the insulin pump and manual injection. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, prime test, excessive no delivery test, self test and unexpected alarm error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted.